Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 700cc saline breast prosthesis, cat. #3501697, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 700cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 800cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
The product that the mentor failure analysis lab received (catalog #3501697, lot #266689) does not match the lot number that was initially reported (catalog #3501697, lot #251982). Multiple attempts have been made to obtain clarification for the lot number of the device. However, no further information has been made available. If clarification of lot number is received at a later date, and within the lab¿s product retention period, the product investigation will be performed as appropriate. Since the reported product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/27/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/21/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).